Manufacturer narrative:
Findings: pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer's mother reported via phone call indicating that the customer experienced high blood glucose of 593 mg/dl. The caller stated that the insulin pump was not working correctly and wanted the device replaced. The customer declined troubleshooting the issue and did not mention how and if the customer was treated for their blood glucose. The customer sent the product back for analysis.